Event description:
It was reported that the left ventricular (lv) lead was dislodged. It was suspected that the lv dislodged following the initial implant in 2011, due to the patients anatomy. Two revision procedures were performed to reposition the lv lead between 2011 and 2022, however the exact details are not known. During a recent in clinic follow-up increased capture threshold resulting in loss of capture was observed on the lv lead. Diagnostic imaging was performed and a dislodgement was confirmed. A replacement procedure was performed, however a new lv lead was not able to be implanted due to poor venous access. A follow-up procedure is anticipated but not yet performed. The patient was stable.